Manufacturer narrative:
. E3: occupation: inventory procedures coordinator the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was unable to deploy due to the tip being compressed to the point that the device could barely be removed to check the integrity after the failure. There was no blood loss. Additional information was received on 07jan2025: the compressed component was the sheath. "The device could barely be removed" was referring to the patient, it was not clear whether the sheath or implant entered the artery or not. The procedure performed was a heart catheterization. Hemostasis was achieved by holding pressure. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is likely that the sheath was kinked due to off-axis loading during device insertion and it is possible that the kink in the sheath would have prevented the removal of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).